Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited increased thresholds, decreased sensing and loss of capture. The lead was capped on (B)(6) 2013.